Event description:
The account reported that a pt injury occurred while using the electrosurgical unit (esu/generator). Initially the customer stated that when the esu was activated, a spark from the snare was believed to have caused a pt injury. Then, the physician later stated that there was too much current during a polypectomy that caused bleeding in which epinephrine and clips were needed to stop the bleeding.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. No problems were found with the generator which would have caused or contributed to the reported incident. All of the output powers were within specifications during an initial technical safety check of the system. However, unrelated to the reported issue, the unit's neutral electrode safety system (nessy) balance monitor was found out-of-tolerance. This feature monitors the orientation of the return electrode or pt plate/pad on the pt. Therefore, an alignment (i.e. A calibration) was performed on the unit to resolve the issue. Then, a second technical safety check was performed on the generator which confirmed that all features are functioning properly. In addition, no anomalies were found in a review of the device history record(s). The esu is working as intended and meets specifications. Based upon past reported events of this type, there were probably many factors involved with the incident. For example; use of the equipment, technique, and the pts condition. However, no conclusive determination could be made as to the cause of the situation. The involved sales rep is aware of the event, and to further address, this situation will perfrom as possible, additional in-service training at the medical center. No trends have been identified with this event. Erbe USA, inc. Is now closing this incident.